Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), blue catheter sleeve and a torn piece of the product information paper with lot number. Visual inspection of the one-photo sample noted the blue catheter sleeve was sealed at the end; due to the condition of the photo sample it is unknown if the blue catheter sleeve at the catheter tip was not sealed properly or if the seal was very rough therefore this investigation is considered inconclusive. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "sterile: contents of inner wrap are sterile unless package has been opened or damaged. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, a healthcare professional opened the catheter tray, and no gloves were contained with no sticker detailing (lot#ngjq3358). Also, the blue catheter sleeve at the catheter tip was not sealed and was very rough in seal (lot#ngjq3358). Per follow up information received via ibc on 03jan2025, customer provided additional lot with same issue. Lot#nghq2219.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, a healthcare professional opened the catheter tray, and no gloves were contained with no sticker detailing. Also, the blue catheter sleeve at the catheter tip was not sealed and was very rough in seal.